Event description:
It was reported the lead had migrated out of the epidural space. The physician had fluoroscopy taken which showed the lead had moved one vertebral body. Follow-up identified the physician opted to explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.